Event description:
It was reported that a male patient underwent an l5-s1 plif to treat congenital spinal stenosis. The fusion was performed using rhbmp-2/acs in front of a "peek cage" without autograft. At an unknown time post-op, the patient presented with pain. The patient was diagnosed with either osteolysis or ectopic bone growth. A revision surgery was performed to re-fuse the level. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This part is not approved for use in the united states; however a like device catalog # 7510600, product code nek was cleared in the united states (B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 7510600, PMA # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.